Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort due to the location of the ipg. The patient noted losing weight. On (B)(6) 2019 the ipg was repositioned. Therapy has been confirmed post operatively and the issue is resolved.